Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump occlusion knob was sticking. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.